Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor cannula fractured while it was in the body. Customer cannot recall the blood glucose reading. Troubleshoot was performed. The customer had lost their sensor because the cannula was broken. Customer was able to remove the cannula. Customer reported that the sensor is not intact. Sensor will be returning for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and found sensor broken with missing parts. See attached photo for details. Unable to confirm customer received sensor damage due to customer returned opened/used.